Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00117. (B)(6). The device was manufactured between 20mar2019 and 21mar2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the bag that contained the device. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the white luer. The reported condition was verified. The cause of the broken tubing line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unknown location. The device was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.